Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was noted that the stent of the 3.25 x 18 mm xience alpine stent delivery system (sds) was not properly crimped on the stent delivery system when inspected prior to use. The stent did not move but when touched, it slightly moved but remained in position. Another 3.25 x 18 mm xience alpine sds was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported unstable stent was confirmed as the stent was dislodged and located inside of the protective sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context as it is likely the reported unstable state of the stent was due to improper handling of the stent during inspection prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling.